Manufacturer narrative:
As reported, part of the sealant of a 5f mynxgrip vascular closure device (vcd) did not adhere to the arteriotomy after deployment. Half of the mynxgrip sealant was not fully deployed within the patient. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure with a retrograde approach. The deployer was mynx certified. The device was used in conjunction with an unknown 5f sheath. Hemostasis was achieved by using manual compression. The patient's hospitalization was not extended as a result of the event and the patient recovered. Other additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1928403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. If unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary.¿ neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, part of the sealant of the 5f mynx grip vascular closure device (vcd) did not adhere to the arteriotomy after deployment. Half of the mynx grip sealant was not fully deployed within the patient. Therefore, hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The patient's hospitalization was not extended as a result of the event and the patient recovered after the event. The mynx vcd was intended for a diagnostic peripheral with a retrograde approach. The deployer¿s mynx training status was mynx certified. The device was used in conjunction with an unknown 5f sheath. Other additional procedural details were requested but are unknown. The device will not be returned for evaluation since it was discarded by the site.